Event description:
Bruising noted to underside of r arm and breast of ltc resident when first reported 06/28/07. Color yellowish. Per cna, had difficulty taking bp using automatic bp machine although large cuff used. Resident dx, atrial fib makes pulse difficult to sense. Felt that might be the problem. When follow up exam done by next month, area edematous, firm and ecchymotic. Reported to md. H&h low on testing, x-ray revealed fx thought the right proximal humerus with the metaphyseal shaft being impacted into the epiphysis. Proximal comminuted humeral head fracture. Resident also dx with osteoporotic disease. Per physical therapist on consult, injury occurred over time with frequent use of patient lift -arjo-combined with pts weight and dx of osteoporosis. Dates of use: 2003 - 2007. Diagnosis or reason for use: bed bound residents.